Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Qa will continue to monitor for complaint trends.

Event description:
During an endoscopic mucosal resection (emr) procedure to treat a duodenal carcinoid, five (5) cook disposable hemostasis clips were placed. The tissue that was clipped was described hemostasis clips were placed. The issue that was clipped was described as soft and no unusual evidence was cited. The clip deployed very well through the ercp endoscope that was used. The next day the pt was bleeding and returned to the hospital due to the blood loss. The physician confirmed all of the clips had fallen off and coagulation was performed to stop the bleeding. The pt required coagulation to stop the bleeding. The device was alleged to have caused or contributed to the need for this procedure. There were no adverse effects to the pt due to this occurrence. See mdrs 1037905-2012-00650, 1037905-2012-00651, 1037905-2012-00652, 1037905-2012-00653 and 1037905-2012-00654.